Event description:
Rec'd information the pt experienced stimulation "clinching" around her ipg site (below and to the side of ipg) which is not her target pain area. The stimulation should cover her back. Re-programming attempted with no success. Pt felt the stimulation at device site so uncomfortable the lead was switched off. Impedances were checked and all within range. The hcp ordered an x-ray to see if the connections between the lead and ipg were correct. Nothing abnormal showed on the x-ray so the hcp took the pt to surgery to investigate further. He found that both leads were loose so he tightened them with a screw driver and made them more secure in the ipg. The ipg was reprogrammed and everything appeared normal. All impedances were within normal range. The pt was now able to leave the stimulation on with no more "clinching" at the ipg site and it is now covering her target pain area.

Manufacturer narrative:
(B)(4).